Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. Device testing revealed results within normal limits. Programming adjustments have been made. The recipient was reportedly prescribed steroids.

Manufacturer narrative:
This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section b.7. Correction information: section a.1. Advanced bionics considers the investigation into this reportable event as closed. The recipient is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.